Event description:
An ortho clinical diagnostics (ortho) field application specialist (fas) contacted the technical solutions center (tsc) on behalf of a customer to report a discordant, reactive vitros syph result obtained from a single patient sample when processed using vitros immunodiagnostic products syph tpa reagent lot 1850 on a vitros 5600 integrated system. The result was discordant when compared to the result from the same sample when tested using an alternate non-vitros abbott chemiluminescence method. Patient 1 sample results of 1.50 s/c (reactive) versus the expected result of 0.21 (negative) (abbott) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, false reactive vitros syph result was not reported from the laboratory. There has been no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that a discordant, reactive vitros syph result was obtained from a single patient sample when processed using vitros immunodiagnostic products syph tpa reagent lot 1850 on a vitros 5600 integrated system. The result was discordant when compared to the result from the same sample when tested using an alternate non-vitros abbott chemiluminescence method. The assignable cause of this event is an interferent within the affected patient sample that affects the vitros method but not the non-vitros abbott method of testing. The other limitations section of the vitros syph instructions for use states the following: heterophilic antibodies in serum or plasma samples may cause interference in immunoassays. These antibodies may be present in blood samples from individuals regularly exposed to animals or who have been treated with animal serum products. Results which are inconsistent with clinical observations indicate the need for additional testing. The customer processed the affected patient sample using a heterophilic block tube (hbt) collection device, which is designed to remove or neutralize potential interferents within a patient sample. The vitros syph result observed after the sample had been treated using the hbt was negative, indicating that a sample interferent was driving the discordant, reactive vitros syph result. Therefore, an interferent in the sample that affects the vitros syph method but not the non-vitros abbott method is the attributable cause of this event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros syph reagent lot 1850.